Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10, h11. Corrected sections: h6--medical device ¿ problem code corrected from code "2306" to code "2907". The device was returned to the factory for evaluation on 06/22/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Only the cannula was returned for evaluation. The device was received in an opened device package. The c-ring was observed to be intact with no visual defects observed. The plastic tip of the cannula was observed to be pushed up and not connected to the cannula tip towards the intact c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "detachment of device or device component)" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000318300 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
Related to (B)(6). The hospital reported that the vasoview hemopro 2 kit was opened to replace the one that didn't have the clear plastic tip attached to the cannula. This one had the same problem - the clear plastic tip was not attached to the cannula. It was sitting loose in the package. Another kit was opened to successfully complete the procedure. No procedural delay. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.